Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v762718, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a lack of effect since the ins (stimulator) was replaced. The was occurring daily. There were no trauma/falls, no positional movement and no recent medical test or emi environmental exposure reported that could be related to this issue patient had no control at all. Representative had been meeting with them trying to get therapy under control since ins was replaced. The change in therapy/symptoms was considered a sudden change. Patient had a speech problem and was very hard to understand. Additional information received from the patient reports she increased amplitude from 1.9 volts to 2.6 volts on (B)(6) and had not had an increase in efficacy. Patient mentioned she has other disabilities like voice and hearing. The neurostimulator was for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stimulation.